Event description:
(B)(4).according to the infomation received, a user reported that a small plastic piece came off of the introducer tip stuck in his urethra. The user stated that it came out but there was blood on the end of the catheter.

Manufacturer narrative:
A sample was received but the evaluation has not been completed. Without the benefit of analyzing the device, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Once additional information becomes available, a follow up report will be filed.